Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding an unknown patient with an implantable neurostimulator (ins). It was reported that the hcp had a previous patient and they were unable to reach implant with programmer. No patient symptoms or complications were reported in this event.